Event description:
It was reported that a patient had "high impedance fully ripped lead". It was noted through searches that the patient's previous lead was replaced on (B)(6) 2016 due to patient manipulation. Device history records were reviewed for the patient's implanted leads. The leads were sterilized and passed all quality inspections prior to distribution. Follow up from the neurologist stated that the lead fracture was not confirmed, and that the lead appeared intact through an x-ray which had been done to rule out fracture. It was stated that the patient had not experienced any trauma to the site and did not manipulate or twiddle with the device. It was provided that the last known settings and diagnostics indicated no high impedance or apparent issues. As no high impedance indications were observed, it was believed that the reason for the suspected lead fracture was related to an unspecified adverse event. An implant card was received for the patient's full revision surgery indicating the reason for revision to be high impedance. It was stated that the hospital would be returning the generator without the leads. No device has been received to date. No further relevant information has been received to date.

Event description:
Product analysis was completed for the returned generator. The generator was verified to have performed to functional specifications with no performance or adverse conditions. A review of the device's internal stored data. High impedance was confirmed to have first been detected on 04/26/2018. The lead was not returned for analysis. No further relevant information has been received to date.